Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's (B)(4) regarding a system error (se) 2240, which occurred on the homechoice (hc) during use while the patient was connected. The tsr explained the alarms and the home patient (hp) stated a supply bag fell off the table and disconnected. Product surveillance spoke to the home patient's (hp) spouse regarding the reported condition. The hp's spouse stated the supply bag that fell was not positioned on the table properly. The entire set-up was discarded and therapy was restarted with new supplies. No patient injury or medical intervention was reported. No additional information available.